Manufacturer narrative:
(B)(4). The device has been received at baxter, but has not yet been evaluated. A follow-up medwatch report will be submitted when the evaluation results or additional information becomes available.

Event description:
During product evaluation, a technician reported that the channel a phm (pumphead module) select key does not work. There was no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version is 5.04.00, categorized as unremediated. There is no additional information available.

Manufacturer narrative:
(B)(4).the reported condition was confirmed and duplicated. The assignable cause was due to cracking of the channel a pumphead module flex cable. The device has been sent to the service department for repair. A follow-up medwatch report will be submitted if additional information becomes available.